Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer executed the hardware test application: ejected and reinserted all cubie pockets in main half height drawer 3.2 and rebooted the medstation into the med application, resulting in the hardware error being cleared. The fse replaced the ethernet cable that connected the main medstation, which had been cut and exposed to the wire. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.